Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for the treatment of parkinson¿s dual and movement disorders. It was reported on (B)(6) 2018 the patient went to see a knee doctor and the physician thought the patient may be showing signs of stroke. The caller stated the patient's walking and speech had gradually gotten worse the last 6 months but the caller thought that was just due to the progression of the parkinson's disease. The patient was advised to have an ultrasound. The caller was redirected to follow up with the health care professional (hcp) regarding the symptoms. No further complications were reported or anticipated.